Event description:
Int'l (B)(4) ansm agency notification received reporting leakage/component breakage problem with one p4270 orbit micro device. The ansm report (as translated) description of the incident is as follows: "pt was treated with apomorphine in a medical center. Nurse was giving a bolus when they realized a leaking at the patch. As they went to remove, the cannula broke in thigh of the pt." Follow-up information obtained reports, "the cannula is still sticking in the thigh of the pt... The pt had no infection and is under observation of the doctor... Samples (used and unused) could not be returned."

Manufacturer narrative:
Investigation: (B)(4). The lot build record review of the applicable component (cannula needle) show this to be a purchased item that is compliant with iso 9626 standard. Ypsomed (B)(4) (current product owner/distributor) performed additional testing and analysis of in-house inventory samples. The results recorded no failures or defects replicated. Conclusion: the involved device was not returned for analysis and confirmation. The exact cause(s) of the reported incident remain unk at this time.